Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implantated in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. Vessel tortuosity was moderate with no calcification. The aortic neck was reported to be conical in shape. It was reported 36 months post stent graft implant stent graft had migrated distally resulting in a type I endoleak. The conically shaped aortic neck and disease progression may have contributed to the migration of the stent graft. The physician elected to implant an aneurx aortic cuff with successful results. No additional clinical sequelae were reported and the patient is reported to be fine.